Event description:
The patient was implanted with a bi-ventricular assist device (bi-vad). It was reported by the vad coordinator that the driver experienced a left pressure alarm. Subsequently, the patient was switched to a back up driver without further incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The review of the log file during the investigation revealed that the driver pressure levels suddenly drop causing the alarms, confirming the reported event. During functional testing, the fault was isolated to the installed compressor. Specifically, the motor's negative lead brush wire was broken causing the motor to stop. A review of the device history record revealed the device met all applicable quality assurance specifications upon shipment. No further information is available. The manufacturer is closing its file on this event. In addition, the manufacturer has filed an initial report of a recall and correction on the portable vad driver.